Manufacturer narrative:
Specific device information was not provided. It was noted that this post market surveillance study was completed for the symax hip stem v40. Should additional information be received, it will be provided in the supplemental report. Device not returned.

Event description:
The orthopaedic surgeon reported in a post market surveillance survey on the symax hip stem v-40 that he is sometimes experiencing small fractures.